Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
The residence suffered extensive fire [...] Damage - oral-b [device catching fire]. Case narrative: consumer via lawyer's letter reported that their residence suffered extensive fire damage. A preliminary investigation placed the origin of the fire in an upstairs bathroom, on a vanity, where the oral-b electric toothbrush handle was siting. No injury was reported.